Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product". Later, healthcare professional reported rupture. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6a; h6.

Event description:
Healthcare professional reported left side removal from textured to smooth due to the concerns of the product, rupture, and creases. Device has been explanted.

Event description:
Healthcare professional reported "implant removal from textured to smooth due to the concerns of the product". Later, healthcare professional reported rupture and "any creases associated with hole". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ crease folding of implant: observed creases on the device. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.